Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient would be seen on (B)(6) to discuss the results of her culture. Additional information received one week later reported that the patient tested positive for staph and was seeing an infectious disease doctor. If additional information is received, a supplemental report will be filed.

Event description:
It was reported that the 5-6-5 surgical paddle lead would potentially be removed due to a possible infection. The physician was interested in using a surgical blank lead as a temporary place holder to keep out scar tissue if the lead were removed. Additional information received four days later reported that a culture was taken but the results were unknown. The body of the lead was reportedly left in to maintain the space, but the tails of the lead and the generator were reportedly removed. The patient was put on antibiotics as a precautionary measure. It was noted that the patient would be seen in the office in two weeks to discuss the future plans. The patient outcome was unknown. It was noted that the explanted items were not available for return. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.